Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported sheath detachment was not confirmed as the returned device condition indicates the sheath was not properly engaged to the clip applier. The reported event and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4).

Event description:
A user facility medwatch report number (B)(4) was received stating: "event description: when fired by physician, the plastic sheath of the starclose se shaft broke apart. Event increased the need for monitoring/evaluation but caused no harm. What was the original intended procedure: closure of incision. Angiogram, angioplasty balloon device usage problem: failed (e.g. Broke, couldn't get it to work or stopped working)".